Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, insulation anomaly was noted on both the right ventricular and right atrial lead. Both of the leads were capped. The patient was fine post operation.